Event description:
Meter and base unit sparked when the meter was docked. There was minor melting of the plastic around the connectors of both items. The device was replaced and requested to be returned for evaluation.